Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error detected by reading unexpected value from hall sensor. The customer¿s blood glucose was 160 mg/dl. Customer stated that they were able to clear the alarms but not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify an error in the motor was detected alarms due to no motor movement alarms.